Event description:
Nursing to administer keytruda via 0.2 micron filter tubing. Medication primed through the line. Nursing went to connect the tubing via the infusion pump; "check IV pump tubing" was beeping on the pump. Nursing checked the tubing and noted that the blue/ white cube piece that goes in the bottom of the pump didn't have a clear piece. Nursing unable to utilize the medication related to the medication primed in the line. Nursing called pharmacy to make a new bag of keytruda. Nursing delivered the faulty tubing with the primed medication to pharmacy for a patient credit.